Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch panel of the sorin c5 system experienced an issue during installation. When one icon was selected by the user, a different icon was activated on the panel. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch panel of the sorin c5 system experienced an issue during installation. When one icon was selected by the user, a different icon was activated on the panel. There was no patient involvement.